Event description:
It was reported that during an unknown procedure the clips were not forming correctly and had a gap in the nose. The note stated that the clips were not feeding correctly. They used another like device to complete the procedure. No other information was available as the device was left in the materials department with a note. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcs20 device was returned in good visual condition with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No feeding issues were noted during the analysis. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.